Event description:
It was reported the customer was unable to see their act button. The customer also stated they were unable to see all their buttons. Customer's blood glucose was 128 mg/dl. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
No damage on the keypad overlay icons noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.